Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call of issues with the customer's insulin pump. The father states the customer's buttons are hard to press. The customer's blood glucose level at the time of incident was unknown. The father did not have the serial number at the time. The father states they will be calling back at a later time to provide information to commence replacement. No further assistance provided at this time.